Manufacturer narrative:
A ge rep evaluated the system and replaced a circuit board in the image processor module. System operates as intended.

Event description:
Customer reported the system will not produce x-rays. No pt injury was reported.